Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the intracardiac egms showed simultaneous atrial and ventricular tracings, confirming the atrial lead was in the ventricle. A chest x-ray was performed and the dislodge was confirmed. The lead was successfully repositioned. The patient was in stable condition.